Event description:
It was reported that the blood parameter monitor (bpm) readings seemed a little off (inaccurate). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.